Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "valve" of a small volume folfusor had some defects which resulted in a leak. This issue was discovered during filling with glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, d9, h3, h4, h6 and h10: b3: the reporter clarified the event date was 20sep2021; not 24sep2021 as previously reported. H4: the device was manufactured from june 10, 2021 - june 11, 2021. H10: the actual device was received for evaluation containing an unspecified volume of fluid in the bladder. A visual inspection was performed using the naked eye showed no evidence of leak at the fill port or at other parts of the unit. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak was observed at the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.